Manufacturer narrative:
Updated field: b4, d9, e1 (event site address), (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) checked the device and appeared to have been damaged by a strong external impact. Fse will begin work on the repair as soon as the parts arrive. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site city full name: (B)(6).

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) lcd monitor damaged, causing poor display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6(investigation findings, component codes), h11. A getinge field service engineer (fse) checked the device and appeared to have been damaged by a strong external impact. Fse replaced assy, display top lcd rohs and battery for alarm daughter board as periodic replacement provided by hospital. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following parts associated with this complaint: top display lcd this part was received with a reported unit failure message of lcd monitor damaged. The failure analysis and testing dept. Performed a visual inspection and found lcd monitor was damaged. Please see attached picture. The fat dept. Verified the failure message of lcd monitor damaged. Retaining top display lcd in the fat dept. Per procedure.

Event description:
N/a.